Manufacturer narrative:
Follow up attempts were made to obtain patient information from the customer; no response received.

Event description:
The customer reported the device will not power up until ac is disconnected the customer reported there was patient involvement and no patient harm.